Event description:
It was reported that during a routine device check the external pulse generator shut off as soon as the battery drawer was opened. The battery voltage was measured and it was nine volts. The generator was returned for service. There was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is out of electrical specification. Upper and lower cases are contaminated and broken. Battery release, heart block, and release spring are contaminated. Side bail covers, ring cover, side bails, and ring are missing. Battery contacts are compressed. Battery drawer is broken. Keyboard is scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Main printed circuit board is out of electrical specification. Upper and lower cases are contaminated and broken. Battery release, heart block, and release spring are contaminated. Side bail covers, ring cover, side bails, and ring are missing. Battery contacts are compressed. Battery drawer is broken. Keyboard is scratched.